Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 20days post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced inflammation ("inflammation nos"), thyroid disorder ("thyroid disorder"), immune system disorder ("immune system disorder"), gastrointestinal disorder ("intestinal disorder"), ovulation pain ("ovulation painful"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful periods"), menorrhagia ("heavier periods with clots"), pelvic congestion ("pelvic congestion"), vulvovaginal pain ("vaginal pain") and urinary incontinence ("pressure on bladder "). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, inflammation, thyroid disorder, immune system disorder, gastrointestinal disorder, ovulation pain, dyspareunia, dysmenorrhoea, menorrhagia, pelvic congestion, vulvovaginal pain and urinary incontinence outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, gastrointestinal disorder, immune system disorder, inflammation, medical device removal, menorrhagia, ovulation pain, pelvic congestion, thyroid disorder, urinary incontinence and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: this case was deleted from pv bayer database. As case (B)(4) was found to be duplicated of case (B)(4) social media report received. Added reporter. Added event inflammation nos, thyroid disorder, immune system disorder, intestinal disorder, ovulation painful, painful intercourse, painful periods, heavier periods with clots, pelvic congestion, vaginal pain, pressure on bladder. Fu 2, 3, 4, 5, 6, and 7 are processed together. On 20-mar-2020: social media report received. On 20-mar-2020: social media report received. On 20-mar-2020: social media report received. On 20-mar-2020: social media report received. On 23-mar-2020: social media report received. On 20-mar-2020: social media report received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am 20days post op.') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.